Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that the garment was tight and was causing bruising and indentations. The patient's cardiologist office reportedly adjusted the fit of the garment to provide relief to the patient. Follow-up indicated that the irritation had healed.